Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the y-connection (clearlink). The broken tubing was discovered while taking the set out of the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation from the second y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined. However, the potential cause can be related to improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.